Manufacturer narrative:
(B)(4).

Event description:
It was reported by a physician that a patient that had 4 endeavor zes stents implanted. Approximately 3-4 weeks later, the patient developed a severe skin rash and eosinophilia . One year post implant, the rash and eosinophilia was not resolved. Possible allergic reaction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.